Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 459 mg/dl with ketones. The cause of elevated bg was unknown. The customer went to the emergency room on (B)(6) 2025. Bg was treated with a correction bolus via pump and intravenous fluids saline. Reportedly, the customer was released on (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.